Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 38 synergy ii drug-eluting stent, the stent was stripped off the stent delivery system when the mandrel and stent protector were removed. The device never entered the patient's body and the procedure was completed with two synergy stents, sized 2.5mm x 16mm and 3.0mm x 38mm. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that event was reported under facility medwatch mw5066414. (B)(4).